Manufacturer narrative:
(B)(4). The device was evaluated by the service manager for carefusion's (B)(4) office. An evaluation of the device could not duplicate the reported issue, no failure was detected. The user interface module will be replaced as a precaution and the suspect uim will be returned to carefusion's failure analysis laboratory for further testing. Once the uim has been returned an evaluated, a supplemental report will be submitted.

Event description:
The customer reported the device failing to cycle a breath, an unresolved circuit disconnect alarm and the alarm silence activating without manual activation while in use on this avea ventilator. The customer reported no patient harm or injury, associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. Product testing, power testing and cycling on a test device component was performed. At this time, carefusion did not duplicate the customer event and could not determine the root cause of the reported issue.